Event description:
Reference manufacturer number: 3006705815-2019-02689.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
Reference manufacturer number: 3006705815-2019-02689. It was reported the patient underwent surgical intervention on (B)(6) 2019 due to migration of their scs leads. Reportedly, both leads were explanted and replaced during the procedure. Effective pain relief was restored postoperatively. The issue is resolved.